Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung nodules. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles and device caused headaches, cough, throat irritation and chest pain. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer there were observed water tank had dust-like brown, black, and white contamination along with fibers/hairs in it. The contamination was inconsistent with degraded sound abatement foam. Water tank pan had dark specks of contamination on it, inconsistent with degraded sound abatement foam. Brown dust-like contamination on the bottom of the enclosure and the heater plate. Flip lid seal had turned orange, potentially from tobacco contamination. The air inlet seal had turned orange and had unknown tiny fibers/hairs on it. The dry box seal and dry box inlet seal had a light orange tint and had unknown tiny fibers on it. Bottom of the enclosure and under the heater plate had dust-like contamination and potential tiny fibers/hairs. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error(err_comp_log_sem_timeout). The manufacturer concludes that evidence of sound abatement foam degradation was not observed.